Event description:
Per independent repair center, unit is alarming or red light. Failures include: 4-way valve not switching, sieve beds leaking, pilot valve stuck, leaking at the o-ring, leaking at the hose clamp, no alarm on the power switch, muffler dirty, and pm kit dirty.